Event description:
The dealer states getting intermittent power loss to chair, indicated discoloration from possible sparking inside fuse assembly. Dealer stated hardware surrounding fuse assembly was loose.